Event description:
It was reported that the lead had loss of capture. The lead was partially capped. The defib remains active. The pace/sense portion was replaced with existing lead previously implanted.

Event description:
The lead was explanted.

Manufacturer narrative:
Na